Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4) event occurred in japan. It was reported that the patient experienced a high blood glucose event of around 250-280 mg/dl on (B)(6) 2026. The patient received treatment using the pump and subsequently resolved. The cause of the event was not known. No further information is available.